Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The patient had a break in aseptic technique which caused peritonitis. The patient was diagnosed with and hospitalized for peritonitis manifested by abdominal pain and cloudy effluent. On an unreported date, the patient was discharged from the hospital. Three days later, the patient was re-admitted due to poor drain. On an unreported date, the patient was treated with amikacin and vancomycin (routes, doses, and frequencies not reported). On an unreported date, the patient's catheter was repositioned due to fibrin clots.